Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypertension ("intracarnial hypertension"), hypoaesthesia ("numbness in hand and feet"), headache ("headaches"), migraine ("migraines"), paraesthesia ("tingling in feet"), vision blurred ("blurred vision") and diplopia ("double vision"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypertension, hypoaesthesia, headache, migraine, paraesthesia, vision blurred and diplopia outcome was unknown. The reporter considered diplopia, headache, hypertension, hypoaesthesia, medical device removal, migraine, paraesthesia and vision blurred to be related to essure. The following information was received from social media intracarnial hypertension, numbness in hand and feet, headaches, migraines, tingling in feet, blurred vision, double vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. (Product technical complaint) on 23-mar-2020: social media received. Event added- intracarnial hypertension, numbness in hand and feet, headaches, migraines, tingling in feet, blurred vision, double vision. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) year old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.